Event description:
An optometrist reported a pt with epithelial scar/clumping and abnormal topography measurement of the left eye at one month photorefractive keratectomy (prk) post-operative visit. At visit pt complained of blurry vision. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).